Manufacturer narrative:
It was not possible to match this event with any previously reported event. Concomitant product: product ID neu_unknown_cath, lot # unknown, product type catheter. (B)(4).

Event description:
Ha, t., jayaram, p., verduzco-gutierrez, m. Isolated cranial nerve vi palsy: a complication of intrathecal drug delivery system. 2015. 564-565 summary/reported events: a (B)(6) male patient with a history of traumatic spinal cord injury c5 ais c and diffuse spasticity mas grade 3 presented for inpatient rehabilitation. Therapies and functional gains were limited by uncontrolled spasticity despite titration of oral anti-spasmodic medications and chemodenervation. He underwent intrathecal baclofen pump (itb) implantation after a positive intrathecal baclofen trial. Post-operatively, the patient developed a severe positional headache and an isolated left cranial nerve vi palsy causing double vision. Brain <(>&<)> c- spine MRI revealed no evidence of an acute stroke, meningitis, or cord compression. A lumbar puncture revealed an opening pressure of 26 cm h20 with clear colorless cerebrospinal fluid (csf). The patient subsequently underwent a successful blood patch placement with clinical improvement in the headache but not cranial nerve palsy. However, the patient was able to achieve vision fusion with a 20 pd base-out fresnel prism installed to the left lens of the patient¿s glasses. The authors concluded that, this case illustrated a rare and serious manifestation of intracranial hypotension (iht) with cranial nerve vi palsy following a routine intrathecal drug delivery system procedure. The authors also mentioned that, a high index of suspicion for iht after intrathecal procedures would lead to prompt diagnosis and minimize complications progression, inappropriate investigations, and the patient's overall functional status.

Event description:
Additional information was received. The patient was discharged home after phase I of his inpatient rehabilitation. At home, he continued to make gains with outpatient therapies while using the fresnel prism. Upon admission for phase ii of intensive inpatient rehabilitation, he was found to have complete resolution of his left esotropia and diplopia. His visual acuity was 20/20 bilaterally. See attached literature.

Manufacturer narrative:
(B)(4).